Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed one non-sustained ventricular fibrillation episode due to electromagnetic interference. The patient would continue to be monitored. There were no patient consequences.